Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00360. The patient ((B)(6)) was implanted with two 8-channel leads from the same lot. It was reported that since implant, the patient had not received effective stimulation coverage. Surgical intervention was undertaken with the intent of repositioning the devices; however, following placement and intraoperative testing with two 4-channel leads, the physician decided to explant both of the original devices and implant a new 8-channel lead at a different vertebrae level due to the patient's high power requirements. Adequate therapy coverage was captured for the patient following the procedure. The two 4-channel leads (from the same lot) initially intended to serve as replacement devices were discarded by the medical facility.